Event description:
User facility discovered that both ends of the devices were very blunt and the support wires were exposed through a visual inspection upon opening the package. There was no pt contact reported.